Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was broken, cable wires were exposed and the cable would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.